Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sensor test, displacement accuracy test and displacement test due to damaged retainer ring. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap does not locks properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube), corroded battery tube, corroded motor home switch. Unable to test for reported harm due to damaged retainer ring. Cosmetic damage at reservoir compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and customer noticed crack on the insulin pump. The customer reported blood glucose value of 311mg/dl. The customer reported high blood glucose was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-874a, mmt-1884 and mmt-332a. Troubleshooting was performed for hyperglycemia and customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was performed for cosmetic damage and found that the damage was on the case of the battery tube side. No further patient complications were reported. No product return is required for mmt-332a and mmt-874a. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.